Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged minimum fill issue could not be verified.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that multiple malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. But then reoccurred. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 100-120 mg/dl. Additionally, it was reported, that a minimum fill notification occurred after the user filled the cartridge with insulin, during the load sequence. Customer declined to troubleshoot the issue with tandem technical support. Therefore, no additional information could be obtained.